Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The event was consistent with a use error as the customer was not following the recommended calibration frequency and did not perform qc on the day of the event. The customer had no further issues after recalibration of the assay. A general reagent issue was ruled out.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas e411 disk analyzer. The initial result was 0.88 ng/ml. The repeat result using a siemens analyzer was 3.7 ng/ml.